Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic during follow-up, several vf episodes due to t-wave oversensing was observed on stored egm. Review of session records revealed inappropriate hv therapy due to post-sensed t-wave oversensing. Low r-wave amplitude was also noted. Programming changes were made and no more oversensing episodes were noted. Patient was fine.